Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the pump supplies multiple times. The customer's blood glucose (bg) level was 290 mg/dl and a bolus was delivered to address the bg level. The customer declined tandem technical support's offer to perform a system check as the current supplies appear to be "working".